Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted due to a break in the white tubing connecting the cylinders to the pump, near the reinforced tubing of the pump.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the shorter exhaust tube of the pump. Testing revealed this to be a site of leakage. Abrasion is noted surrounding this separation, as well as on the other two tubes of the pump. Partial separations are noted, within abrasion, on the longer exhaust tube. Testing revealed these to not be sites of leakage. A separation is noted in the pump bulb. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and nonstriated, indicating stress was exerted. No functional abnormalities were noted with either cylinder or detached tubing. Based on examination of the returned product, the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo, resulting in the separation noted on the shorter exhaust tube. A separation of this type would then allow the loss of fluid, making the device inoperable. In addition, a separation was noted in the pump bulb, which would have resulted in leakage. However, the information received did not note anything about a separation in the pump bulb; only noted a "break in white tubing[?]". Therefore, quality cannot conclude when this separation may have occurred.

Manufacturer narrative:
This follow up MDR is created to document the conclusion of the investigation. Quality was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. If the explanted device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 4259388. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.